Manufacturer narrative:
Concomitant medical products: 6984m adaptor. Implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room with a heart rate in the thirties. Potential t-wave oversensing on the right ventricular (rv) lead was noted on the current electrograms (egm). It was further reported that after being reviewed by the healthcare professional that it did not appear to be t-wave oversensing, but more likely to have been farfield r-wave oversensing or premature atrial contractions. The atrial lead remains in use. No further patient complications have been reported as a result of this event.